Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in decontaminated condition. Visual inspection performed. Downstream occlusion (dso) seal was bubbled, and liquid crystal display (lcd) was scratched. Functional testing performed. The customer's reported problem, fails latch/lock, was found during functional test. The root cause was a bad latch lock flex. Replaced latch lock flex to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed latch/lock. The product fault occurred before infusion. The device issue was not related to physical damage/abuse. There was no delay in therapy, no patient involvement and no harm/adverse event reported.